Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to problem isolated on the motherboard. Unable to verify error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had external flash crc error. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.